Manufacturer narrative:
Additional information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2025-27855. It was reported that patient presented remotely via merlin.net. Review of transmission revealed that left ventricular (lv) exhibited loss of capture. No intervention was reported. There were no patient consequences.